Event description:
It was reported that the patient underwent vns explant due to not believing that the vns has benefitted the patient, as well as reports of generator migration and resulting lead pulling sensation and pain in the neck. Per the surgeon's office, it is unknown if a non-absorbable suture was used for the previous generator's implant. Attempts for additional information have been made. The explanted generator has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Generator product analysis was completed. The allegations of migration and lead pulling sensation could not be assessed within the scope of the product analysis (pa) lab. Although the allegation of pain cannot directly be evaluated in the pa lab, proper device function was able to be verified. Generator output was monitored for >24 hours and there was no observed variation in the output signal. The septum was not cored, indicating that there was no obvious current leakage path from the generator. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.